Manufacturer narrative:
(B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle hub separates on lot # 7296773. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that there was needle hub separation. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. Sample will be forwarded to manufacturing ((B)(6)) on (B)(6) 2020 for further review. A review of the device history record was completed for batch# 7296773. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200724686, 200724511] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on (B)(6) 2020, (B)(6) received photo complaint, material #324901, batch # 7296773. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. The DHR was reviewed and there was nothing noted that pertained to this defect. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA(B)(4) has been opened to address this issue. "

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10bag 500 ap experienced hub separation during use. The following information was provided by the initial reporter: needle hub separation. While the patient was moving the plunger to remove the air bubble in the barrel, the needle hub was exploded. No injury found but the patient was in shock.